Event description:
It was reported that the patient experienced headaches. The device was applied on 05novemeber2024 on the cervical area. By the evening of 06november2024, the patient had a massive headache and nausea. The pain level was a 10 plus out of 10. The patient took 2 tylenol which did not help. The patient stopped using the unit on 07november2024. The headache went away gradually, and the patient started feeling better after about 8 hours. The patient contacted her neurosurgeon who told the patient to stop wearing the device and to speak with her sales representative. The sales representative advised the patient to start doing the time test. The patient agreed to start the time test on 09november2024. No further information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced headaches. The device was applied on (B)(6) 2024 on the cervical area. By the evening of (B)(6) 2024, the patient had a massive headache and nausea. The pain level was a 10 plus out of 10. The patient took 2 tylenol which did not help. The patient stopped using the unit on (B)(6) 2024. The headache went away gradually, and the patient started feeling better after about 8 hours. The patient contacted her neurosurgeon who told the patient to stop wearing the device and to speak with her sales representative. The sales representative advised the patient to start doing the time test. The patient agreed to start the time test on (B)(6) 2024. No further information was provided.